Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their previous implant on the right side was infected. Patient reported the implant was close to the skin, burst through the skin and it was hurting . Patient stated that they had to wait on antibiotics until they had the surgery. Patient said they and their nurse were keeping the wound covered completely. Patient mentioned that the doctor had to cut out some of the skin so it left an indentation in their buttocks and the new device was implanted on the other side. The patient was redirected to their healthcare provider (hcp) to further address the issue.